Manufacturer narrative:
A review of the manufacturing records for a059571 revealed no discrepancies relevant to this reported event were noted. (B)(4).

Event description:
There was a malfunction of the delivery system to deploy the stent. The pin and pull system did not release the stent. Another stent was opened to complete the procedure successfully. Evaluation of the returned device confirmed the reported event. The returned protege gps stent delivery system exhibited a sonic weld separation. The root cause of the sonic weld separation could not be determined.